Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date at the follow-up examination, aneurysm enlargement with endoleak was confirmed. It was reported that the endoleak was suspected to be a possible type iiia endoleak. On (B)(6) 2020 reintervention was performed to treat the aneurysm enlargement (amount unknown). No type iiia endoleak was confirmed. However, a type ii endoleak from the patient's inferior mesenteric artery was detected. It was determined that the endoleak noted at follow-up examination was a type ii, and no further treatment was performed. A reintervention to treat the type ii endoleak was planned. On (B)(6) 2020 coil embolization of the type ii endoleak was performed. Aneurysm size and amount of enlargement were unavailable. The type ii endoleak was successfully resolved. The patient tolerated the reintervention.